Event description:
Affiliate reported that the valve was broken. As a result the valve was replaced.

Manufacturer narrative:
It has been communicated by the affiliate that the device has been shipped to the MFR for investigation. Upon completion of the investigation a follow up report will be filed.